Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device follow up intermittent undersensing was noted on the right atrial (ra) and right ventricular (rv) leads. Both leads remain in use. No patient complications have been reported as a result of this event.